Manufacturer narrative:
The device were received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks. The device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse returned to the pt's room and noted the smell of smoke. It that time, the nurse noted sparks coming from the back of the device where the ac power cord connects to the device. It was reported the nurse immediately unplugged the ac power cord and device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the pt or to the nurse and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.